Event description:
It was reported that, during an arthroscopy procedure, the suture fix anchors pulled out. A new bone hole was drilled. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. The patient current status is good.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an arthroscopy procedure, suture fix anchors pulled out, a new bone hole was drilled. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported.